Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an interruption in the operation of the device because the activation/deactivation mechanism suddenly stopped working. The physician tried activation/deactivation maneuvers but did not work. The physician plans to replace the device. No patient complications were reported.

Manufacturer narrative:
B5: describe event or problem, updated. B7: other relevant history, updated. D6b: explant date. H6: impact codes, updated. H6: device codes, updated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an interruption in the operation of the device because the activation/deactivation mechanism suddenly stopped working. The physician tried activation/deactivation maneuvers but did not work upon removal, it was found that the balloon was empty, preventing the device from functioning; therefore, the aus was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an interruption in the operation of the device because the activation/deactivation mechanism suddenly stopped working. The physician tried activation/deactivation maneuvers but did not work. The physician does not know what might happening to the activation/deactivation malfunction. The physician plans to replace the device, the surgery is supposed to happen on the first week of november. No patient complications were reported.